Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that they received a button error alarm. The blood glucose readings are high.